Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a loss of connection between the transmitter and receiver and smart device occurred. No additional patient or event information is available. Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. A root cause could not be determined.

Manufacturer narrative:
Sr-(B)(4)

Event description:
The transmitter was returned for evaluation. An exterior visual inspection was performed and passed. Voltage testing was performed and passed. Pairing with nordic bluetooth device passed. Transmitter functional test passed. The share log was reviewed and loss of connection was found. Confirmation of the complaint was confirmed via data. The root cause could not be determined via data.